Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose and rattling ¿ burnt l3 on board¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and patient representative regarding an external device to an implantable pump infusing unknown morphine and an unknown drug for non-malignant pain. It was reported that the patient stated that their bolus button was not working. The patient stated that the phone part was working but the communicator did not have enough charge. The call was transferred to the patient representative. The patient representative mentioned that they charged the communicator the whole day yesterday and it still didn't power on. The patient representative mentioned that they tried to use the cord to other device and it was working fine. The patient representative said that they think the pins on the bottom were not making any contact. The patient representative confirmed medication of morphine and something else for the patient legs. The patient representative mentioned that the patient had a refill recently. A request was sent to repair to replace the communicator because it was not charging.